Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member of the patient, that the implantable pulse generator (ipg) was set at eighty beats per minute by the physician and as of the monday around noon the ipg has dropped down to sixty four beats per minute. They noted it used to be at seventy five or eighty beats per minute. They mentioned that they had discussed this with the physician and the physician said that this was not normal but that the ipg would be replaced soon. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.